Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: did any part break off of the device (as you said the blades kept separating)? If a part broke off of the device, did it fall into patient? Was the part retrieved? Is the part coming back for analysis or was it discarded?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure complained that they were defective by stating the blades kept separating and wouldn't cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2016. Additional information received: no parts of the blade fell off. The device as a whole will be returned.